Event description:
The device was u sed during a total gastrectomy procedure. Reportedly, the instrument was difficult to close and the wing nut broke. The surgeon applied another device to complete the procedure. The hosp reported no pt injury occurred.